Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line during their pd treatment. The patient noted that their catheter snapped off. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment and the treatment was cancelled. The patient elected to not reset up treatment but to revert to manual treatment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated that the patient got tangled in the patient line while in bed and the blue piece of the patient's catheter snapped off the tubing. The catheter snapped due to pulling. The catheter was replaced. Stated that the patient was prescribed prophylactic antibiotics, vancomycin 2gm and cefepime 1gm ip in 2.5% dextrose 2l bag. It was confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Confirmed that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. Confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.